Event description:
It was reported that approximately three hours into perfusion, the reservoir was noted to be near empty even though there was no significant bleeding in the liver bowl and the recirculation was running continuously. Albumin was added to the reservoir due to concerns of going into low reservoir mode. Clinical support was contacted for troubleshooting and the tubing was reseated in the recirculation pump. The pump began to run more frequently with minimal pause, however, the physician felt that the pump was still running too frequently based on the limited amount of blood in the liver bowl. Perfusion data was reviewed, a period of significant pressure change was noted where the device correctly adjusted and stabilized. The possibility of a inferior vena cava collapse which may have contributed to the pressure change was discussed. After troubleshooting, the reservoir was full and flows were noted to be in normal ranges. The liver was successfully transplanted after perfusion.

Manufacturer narrative:
Perfusion data was provided for review. Perfusion data was provided for review. Upon review, an area of significant pressure changes was noted with the device correctly adjusting and stabilizing. The possibility of an inferior vena cava collapse may have contributed to this pressure change. Device data was not provided, however, at the time of this report, the site has successfully utilized this device without any further issues with the recirculation pump.

Manufacturer narrative:
This report is being submitted to correct information provided in the original MDR. The original submission incorrectly listed the manufacturer number using the cfn prefix. The correct identifier should use the fei prefix. The correct fei for the manufacturer is 3011560054. No other information in the original report is affected by this correction. This correction does not reflect any change in the device, event details, or evaluation.